Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges that her humidifier emitted sparks and smoke. There was not a report of injury or property damage with this incident.